Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During device interrogation, noise was observed on the atrial lead. Noise was reproducible with patient positioning and isometrics. Decrease in p-waves, increase in capture threshold and increase in lead impedance was also noted. Review of electrical issues trend suggested that the lead issue occurred around (B)(6) 2018. Device was reprogrammed. Patient was stable.